Manufacturer narrative:
This report is being filed to update the initial reporter first and last name, occupation, initial reporter facility name, initial reporter address, and initial reporter city.

Event description:
It was reported that this right atrial (ra) lead was deactivated due to a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead was deactivated due to a lead fracture. No adverse patient effects were reported.